Event description:
It was reported that noise was detected on the ventricular channel. The noise occured when the patient would breathe deeply. X-ray found lead damage. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.